Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been explanted although intervention is planned. No further details have been provided, further information will be reported when received. Edwards will continue to monitor all events.

Manufacturer narrative:
(B)(4). The reported device was not returned to manufacturer, without receipt of the device the reported clinical observation cannot be confirmed. Edwards will continue to monitor all events.

Event description:
Edwards received report regarding an aortic valved conduit that is failing after an implant duration of approximately nineteen (19) years. Patient is scheduled for valve replacement which has not yet taken place.

Event description:
Edwards received additional information that patient underwent implant of an transcatheter aortic valve within the existing valve due to leaflet disruption and regurgitation. There were no adverse patient effects reported post-op.